Event description:
It was reported that the site is returning their unit for service due to activation issues. No reported patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.